Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had an issue as quit running went into standby. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h11. After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0001332. Please refer to mfg report number 2249723-2025-0001332 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0001075 in your database.

Event description:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0001332. Please refer to mfg report number 2249723-2025-0001332 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0001075 in your database.